Event description:
It was reported that the subject device was stuck on a polyp. The reported malfunction resulted in a 60-90 minute procedure delay. The subject device failed to deploy after it was tightened around the polyp. The wires running thru the handle bulged out of the handle and broke. They tried to manipulate the wires to release and the wires crumbled. Tech support recommended to cut the handle but it was still unsuccessful. They used a boston scientific stent pusher to push the cable through the scope. Then they used an apollo endo-scissors to cut the loop off of the device. Two days later the patient had a suspect bleed due to blood in their stool. The patient underwent an additional colonoscopy with anesthesia to apply a clip to control the bleeding.